Event description:
It was reported the patient experienced increased pain at her ipg site. The patient also reported the ipg site has opened up and had yellow discharge from the ipg site. Follow up information identified the patient was prescribed broad spectrum antibiotics. The patient again experienced increased pain at her ipg site and went to the emergency room. The patient had blood tests performed and showed that she did not have an infection. The pain was controlled in the emergency room and the patient stated she felt much better after returning home. The patient stated the emergency room physician stated that drainage may be due to a small hematoma at the ipg site and thought that it would resolve on its own.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.